Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 50 mg/dl at the time of the incident. The customer gave themselves a 4.5 unit bolus, ran errands, and gave themselves a 2.7 unit bolus, and was curling. The customer was at 135 mg/dl at the time of admission, and 220 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the time on the pump was found to be incorrect. The insulin pump will not be returned for analysis.